Event description:
A patient reported they were guessing at insulin doses. Their meter allegedly was inaccurately low. There were no results reported on their meter. There were no other results reported from other sources. No comparisons were made. Treatment was regular diabetes medications. No further information has been reported.